Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced signal loss between the ilet and a dexcom g7 cgm, with the ilet displaying ¿connect to cgm¿ while dexcom readings were available on the phone; the user had not entered the sensor code into the ilet, was out of insulin and disconnected from the pump, and was unable to announce a meal, after which hyperglycemia occurred, with the highest blood glucose reported at 329¿332 mg/dl and a duration outside target of about 20 minutes. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and user education, sensor connection guidance, and manual blood glucose entry to reestablish ilet readings. Investigation of this case revealed that the issue was limited to communication between the ilet and the cgm, resolved after proper sensor setup on the ilet and reconnection, with no device alerts or alarms reported. It was concluded that the event involved transient cgm-to-pump communication loss and user setup factors, with hyperglycemia occurring in the context of missed meal announcement and pump disconnection due to depleted insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.